Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7072916. Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7072041.

Event description:
It was reported that patient experienced feeling pain where the implantable pulse generator ipg was implanted. The nurse checked the site and found that there was a hole and the ipg was exposed. The patient was admitted to the hospital and underwent an explant procedure of the spinal cord stimulator system. Post operatively, there were no adverse patient effects reported. The physician assessed that because the patient's skin is hard and thin, the device may have rubbed against the skin and caused a hole.